Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. There was no reported adverse impact. Troubleshooting was not able to be completed at time of call; however, multiple attempts were made by tandem technical support to follow up with the customer, but no response was received.